Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6. One 8f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During an af procedure, blood leakage was observed. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.